Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco- lobectomy procedure, when the surgeon tried to fire the device to pulmonary parenchymal, the surgeon recognized the thickness of the tissue from the beginning, and could not fire the device. They replaced new reload with the same handle however same problem occurred. They then used another reload with the same handle and the surgeon fully fired the device with stiff handle. In addition after the firing, under endoscopic visual, the surgeon found a foreign material and able to retrieve by using forceps.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.